Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 600mg/dl at the time of the incident. The customer reported that her blood glucose were fine in the 100¿s mg/dl. The customer reported that last night it went high at 10:00 up to and past 600mg/dl. The customer treated with 40 units and then with 50 units of insulin today. Last night with it was treated with 30 units of insulin. The insulin pump will not be returned for analysis.